Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient passed away at home. It was reported pd therapy was ongoing at the time of death; however, it is unknown if the patient was connected to the hc device at the time of death. The cause of death was unknown. It was reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the service history revealed nothing that would cause or contribute to the reported problem. The reported issue could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.